Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). An ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination found the stent was received completely deployed. The loops of the stent were bent. The outer diameter (od) of the stent was measured and found to be within specification. No other issues with the stent were noted. The reported event of stent failed to deploy and shaft kinked were not confirmed as the stent was received fully deployed without the delivery system. The investigation concluded that the reported events were likely due to factors encountered such as how the device was handled or manipulated during the procedure. Additionally, the loops of the stent were bent; however, this failure is not related with the reported event and the cause cannot be established. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant tracheal stenosis during a fibrobronchoscopic stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the device entered into the left main bronchus, it was noted that the delivery shaft was kinked and the wire could not be pulled. Reportedly, the stent was fully covered by the deployment suture when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. This event has been deemed an MDR reportable event based on the investigation results which revealed that the loops of the stent were bent.